Event description:
It was reported that during an lsh procedure, the blade tip broke off into the pt. An x-ray was performed, but the blade tip could not be located. The pt is fine.

Manufacturer narrative:
Info anticipated, but unavailable at this time.